Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin had rewind anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the pump will only go to rewind to prime and then it will go back to rewind again. The insulin pump will not be returned for analysis.